Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that after direct stenting the lesion with the xience v 3.0 x 15 mm, an edge dissection was noted. The dissection was treated with another stent implant. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - dissection is a known outcome of coronary stenting and is listed in the device instructions for use (IFU) as a potential adverse event. It was reported that direct stenting was used to treat the lesion. The IFU states: "the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications." No difficulties were reported deploying the stent, and no damage was noted to the sds prior to use. A definite root cause for the dissection and the relationship to the device, if any cannot be determined, there are not indications of a prod qual issue contributing to the procedure outcome.